Event description:
Consumer's wife found a foreign object stuck inside a tampon applicator. He described the object as follows: black on one side, white on the other, 1 mm wide x 1/6" long, hard, and looks like a fingernail.